Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the system was unresponsive. A technical support specialist (tss) instructed the user to unplug the unit for two minutes. After it was plugged back in, the cabinet powered on normally. The tss found that system was completing windows updates. The user needed to wait for the updates to finish before using the cabinet. Once the updates were completed, the cabinet operated normally. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the station screen was dark. However, there were no delays or adverse events or injuries reported based on this event.